Event description:
It was reported that insufficient apposition occurred. The patient presented with myocardial infarction. A 28mm x 3.00mm, stenosed target lesion was located in the mildly calcified, mid left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was deployed to treat the lesion but failed to fully appose to the vessel wall. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.